Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that small air bubbles were found in the reservoir. Mother was advised to tap on the side of the reservoir to remove the air bubbles. Blood glucose value is unknown. Product would not be replaced or returned for analysis.